Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to atrial flutter with rapid ventricular response. The atp induced a true ventricular rhythm, subsequently, atp and a shock were delivered, which successfully converted the rhythm. In addition, the crt-d system exhibited intermittent out-of-range (oor) pacing impedances spikes on the right ventricular (rv) lead, measuring greater than 3000 ohms. Baseline noise was observed on the rv lead. Pocket manipulations were performed and oor measurements were unable to be reproduced. In was noted, the sensing and threshold measurements were stable. Boston scientific technical services (ts) discussed this could be due to a spring contact issue and recommended continuing to monitor. This crt-d and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to atrial flutter with rapid ventricular response. The atp induced a true ventricular rhythm, subsequently, atp and a shock were delivered, which successfully converted the rhythm. In addition, the crt-d system exhibited intermittent out-of-range (oor) pacing impedances spikes on the right ventricular (rv) lead, measuring greater than 3000 ohms. Baseline noise was observed on the rv lead. Pocket manipulations were performed and oor measurements were unable to be reproduced. In was noted, the sensing and threshold measurements were stable. Boston scientific technical services (ts) discussed this could be due to a spring contact issue and recommended continuing to monitor. This crt-d and rv lead remain in service. No adverse patient effects were reported. Additional information was received which indicated this device was explanted and returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. At this time the device is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to atrial flutter with rapid ventricular response. The atp induced a true ventricular rhythm, subsequently, atp and a shock were delivered, which successfully converted the rhythm. In addition, the crt-d system exhibited intermittent out-of-range (oor) pacing impedances spikes on the right ventricular (rv) lead, measuring greater than 3000 ohms. Baseline noise was observed on the rv lead. Pocket manipulations were performed and oor measurements were unable to be reproduced. In was noted, the sensing and threshold measurements were stable. Boston scientific technical services (ts) discussed this could be due to a spring contact issue and recommended continuing to monitor. This crt-d and rv lead remain in service. No adverse patient effects were reported. Additional information was received which indicated this device was explanted and returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. At this time the device is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.